Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant case the implanting physician made a general complaint that the manufacturer leads have ¿sensing issues¿. Follow-up was conducted to determine which products or patients but was unsuccessful. No known patient complications have been reported as a result of this event.